Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacing system implant procedure. Upon fixing the right ventricular lead, the physician noted r-wave amplitude variation. The physician believed this may be due to the patient anatomy. The physician exchanged the lead during procedure on (B)(6) 2019 while the chest pocket was open. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 58.4 cm. With a stylet stuck inside. Visual and x-ray examination found the helix retracted and clogged with dried blood/tissue with no other anomalies. No conductor fractures or internal shorts were noted. The reported event of varying r-wave sensing was unconfirmed.